Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided there no error messages observed. The procedure was twenty-eight minutes (28 mins) and was not prolonged, postponed or cancelled. The customer confirmed there was no patient impact. The customer stated the source patient and affected patient both had viral testing and effected patient to have repeated viral testing for follow up. Additional details were requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU includes the detection method in operation manual: 3.8 inspection of the endoscopic system: inspection of the instrument channel and forceps elevator. IFU includes the preventive measures in operation manual: 4.1 precautions. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope had a piece of a stent that came out into the patient's duodenum during an endoscopic retrograde cholangiopancreatography (ercp) therapeutic procedure. The stent was retrieved from the patient upon removal of the scope. There were no reports of patient injury or harm, and no delay.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer stated that on (B)(6) 2023, a stent was used during a procedure and lost inside the channel of the ercp scope. According to the customer, the reprocessing staff was able to reprocess the ercp scope without noticing any resistance on instrument channel and the scope was put back into service on (B)(6) 2023. On (B)(6) 2023, the endoscopy support specialist (ess) completed an in-service on a tjf-q190v scope for staff. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.